Manufacturer narrative:
The suspect medical device has been returned for evaluation. The device was visually investigated. The complaint is confirmed. The root cause could not be determined however, it is likely that patient anatomy contributed to failure of the device during clinical use. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a pae procedure and during an over-the-wire exchange, the catheter was pulled back and the radiopaque marker broke off the tip. The physician left it in the patient with no plans to remove. The procedure was finished with a new device.